Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly. Customer had elevated blood glucose (bg) levels, however, a bg value was not provided. Customer declined to provide additional information regarding the reported issue and declined follow up from tandem technical support.